Manufacturer narrative:
(B)(4). Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
Information received by medtronic indicated that the insulin pump had was turning on after changing multiple batteries. No harm requiring medical intervention was reported. Customer stated that information at the back of the pump was also worn or faded hard for her to see the information about her pump. The insulin pump will be returned for analysis.